Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. Customer¿s blood glucose level was 380 mg/dl. Customer changed pump supplies to address the issue.